Manufacturer narrative:
Analysis found that there was an occlusion of the main tube inside diameter at the distal end near the cuff. A syringe was used to inflate the cuff with 15cc of air. No pressure was applied to the cuff and the inside diameter delaminate immediately blocking almost the entire inside diameter. The drawing requires that separation of the pvc layers (delamination) shall be less than or equal to 1.0mm (0.040¿). Using the 7.0mm inside diameter as reference, the delamination / separation of the pvc layer extended out from the surface by approximately 6.5mm which is out of specification. The approximate location / orientation of the occlusion on the inside diameter was under the entire cuff extending past its distal edge and almost 90 degrees out from the inflation lumen. The tube was deflated however the obstruction only partially receded. Additionally, there was a residue consistent with biological contaminants and tape adhesive on the device. The electrode wires were cut off which is typical for handling purposes and there was some wrinkling of the flex circuit as well. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via manufacturer representative that during the incision, there was suddenly respiratory hyper pressure and impossibility of ventilation. Strong desaturation was applied and the surgery was stopped immediately. There was extubation on (B)(6) and reventilation with mask, re-saturation and re-intubation on eiscman. In conclusion and after checking, the tube had an intraluminal hernia when inflating balloon. This prevented any ventilation. Patient was alive-no injury. There was no patient impact.